Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{xx}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to under-expansion of the valve. Subsequently, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and the implant depth of the left coronary cusp (lcc) was 3 mm. Following the valve dislodgement, the implant depth on the ncc was -4 mm and the implant depth on the lcc was 1 mm. A second transcatheter valve was then implanted valve-in-valve (viv). Per the physician, the post-bav caused the dislodgement.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to under-expansion of the valve. Subsequently, the valve dislodged. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeters (mm) and the implant depth of the left coronary cusp (lcc) was 3 mm. Following the valve dislodgement, the implant depth on the ncc was -4 mm and the implant depth on the lcc was 1 mm. A second transcatheter valve was then implanted valve-in-valve (viv). Per the physician, the post-bav caused the dislodgement. Additional information was received that confirmed that the valve dislodged during the post-implant bav. Additional information was received to report the patient had an existing non-medtronic surgical valve.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Evidence supports that the patient had a previously implanted surgical valve (size and type not provided). The valve seemed to have been implanted at an appropriate depth, approximately 2-3mm below the radiopaque ring of the surgical valve. A post-implant dilatation was performed during which the valve dislodged aortic mid balloon inflation. Subsequently, a second valve was implanted. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that confirmed that the valve dislodged during the post-implant bav.